Manufacturer narrative:
Product event summary: the flexcath advance sheath, lot 83491, was returned and analyzed. Visual inspection of the sheath showed the shaft was kinked between 55 mm to 70 mm from the tip. The sheath distal tip was intact; no fractures or breaks were noted. Additionally, there was no teflon delamination at the tip of the sheath shaft. Functional testing showed the deflection worked as per specification. In conclusion, the sheath failed the returned product inspection due to a shaft kink near the tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at the completion of a cryoablation procedure the sheath could no longer be properly "stretched" or steered. The case was completed successfully; no patient complications have been reported as a result of this event. The sheath subsequently tested out of specification per the manufacturer's investigation.